Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, 80% stenosed, de novo, mid left anterior descending artery the 3.0 x 48 mm xience xpedition stent was implanted; however, a distal stent edge dissection was noted. A 2.75 x 28 mm xience xpedition stent was used as treatment and post dilatation completed using a 2.75 x 15 mm non-abbott balloon. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.